Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump buttons was difficult to press and difficult to see screen.. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was exposed to moisture. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify keypad unresponsive/button error alarm due to blank display.